Manufacturer narrative:
The device has been requested for evaluation however a device history review should be performed, and a supplemental report will be submitted.

Event description:
An event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm reported that a pool of liquid found on floor 30 minutes into 60 minutes infusion. Infusion stopped, liquid bubbling from line a to floor. Blood pooled into giving set from cannula when pump stopped. Giving set line cracked and broken. The tubing was found to be cracked during an infusion with a plum 360 and associated giving set in the infusion suite. This was a standard giving set and an incident report was completed even though there was enough medication left to complete the infusion. The incident occurred under gastroenterology. There was patient involvement but unknown harm.